Manufacturer narrative:
Result of investigation: the unit was tested by clinical engineering right after the incident, and at that time it passed all the diagnostic tests. Unit was visually inspected by co after the incident: co performed a complete visual and operational test and could not duplicate the problem. After the incident the unit was again tested by hospital's clinical engineering department and co. All diagnostic and functional tests were performed. They could not duplicate the problem. They also reviewed the error log and the unit has not logged not one error since it was put on line. Conclusion: there was no adverse effect on the patient as a result of this alleged malfunction. Another defib was at hand and was used to treat the patient. Subsequent inspection and testing could not duplicate the problem.

Event description:
According to the hosp, the unit was being used in the ER on a pt in the process of coding. The nurse charged up the unit and was about the discharge but the unit did not discharge. She did not attempt to reset the unit, she put this unit aside and used a different unit to defibrillate the pt.